Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer verified the issue and confirmed that the auxiliary half height drawer 1.1 was not being detected. The fse discovered that the retractor band was broken and the cable was damaged; these were replaced, but the issue persisted. The printed circuit board assembly (pcba) controller module board was then replaced, followed by reconfiguration, firmware updates, and a reboot. The device was tested using the hardware testing application, and the customer successfully performed the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary entire drawer 1.1 was failing and not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.